Event description:
It was reported that the pump experienced a malfunction. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer had not yet addressed the high blood glucose at the time of call as they had just woken up. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).